Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient requested to have ins explanted because it's not working. Patient stated they have to go to the bathroom all the time and the device is not helping their symptoms at all. Patient also mentioned that the ins is "really sore in my back" and always has been. Patient stated 2-3 months ago they were told by the pain clinic that the device was corroded and that it didn't work. Agent attempted to walk patient through connecting to ins to adjust settings for symptom relief, but patient was unable to locate the power button on the handset. Patient stated they would like in-person assistance. The patient was redirected to their healthcare provider to further address the issue. Of note, patient seemed to have some baseline confusion as they asked agent to schedule an appt for them with their doctor a few times after being told agent is unable to do so. Also of note, patient made a comment that, in the past, patient services made them make a payment before any assistance could be provided over the phone. Patient made the payment. Afterward, patient talked to their nurse who said that wasn't legal. Patient was unable to recall the date of this event, but did mention that they had a receipt.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient called in stating they had the device removed and wanted to know what to do w/ the external equipment. Reviewed it can be disposed of.